Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During a cardiopulmonary bypass surgery, it was observed that the heart lung console operated with battery power without alerting the perfusionist. There was no adverse consequence to the pt as a result of this event.